Event description:
It was reported "installed in the aortic artery , it can be seen by fluoroscopy that it is not fully inflated, it can only seen inflated I half of the balloon. For this reason the doctor in charge determines to change the supplies for a new one. Once the balloon is removed, it is inflated whit a syringe whit air an it is possible to verify that it does not actually inflate completely". The patient's current status is reported as "fine" and "critical".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the balloon "is not fully inflated" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "installed in the aortic artery , it can be seen by fluoroscopy that it is not fully inflated, it can only seen inflated I half of the balloon. For this reason the doctor in charge determines to change the supplies for a new one. Once the balloon is removed, it is inflated whit a syringe whit air an it is possible to verify that it does not actually inflate completely". The patient's current status is reported as "fine" and "critical".